Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr confirmed the unit was autocycling and noticed peep was delivering 3 when set at 6. Fsr adjusted the diaphragm and peep increased to 4. Then characterized exh valve and that resolved the issue. Fsr tested the unit and ran operational verification procedure; unit passed all tests and runs according to manufacturing specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their avea ventilator is showing autocycle below 20bpm. There is no patient involvement associated with this event.